Event description:
It was reported that the surgeon inserted an aa4203tf silicone plate toric lens and the lens would not seat properly in the eye. The incision was enlarged to remove the lens and sutured after the lens was exchanged.